Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding an implantable device prior to implantation. It was reported that there was a power on reset 0x2 error code reported on a brand new implantable neurostimulator that was out of the box. The manufacturer representative was instructed not to use the device. There was no patient involvement.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative that reported that she would be returning the device for analysis.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n: (B)(4)) found that the service life had not been started, there was no evidence of a power on reset occurring, and the power on reset diagnostic was empty and the power on reset bit was not set. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The initial MDR was filed as manufacturer¿s report# 3007566237-2016-02941. Follow-up information indicated that the correct manufacturing site was site #(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.